Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was found inside a large volume infusor during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: july 20, 2016 ¿ july 22, 2016. A photographic sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue of particulate matter could not be verified from the photograph. Should additional relevant information become available, a supplemental report will be submitted.